Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/22/04 the pt contacted lifescan alleging that her one touch ultra meter set to the wrong unit of measurement. The meter was set in the mmol/l, instead of mg/dl. The pt neither alleged harm nor experienced injury. She spoke with a physician; however, there was no medical intervention. The customer service rep discovered through troubleshooting that the meter had been dropped. The pt reported that the meter was previously set to the correct unit of measurement. She had not recently changed the unit of measurement in the meter settings. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.